Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had been experiencing symptoms in her back, a lot of pain, and pain in her tailbone. She wanted to get a hold of a manufacturer representative (rep) to see if the pain could be caused by her device before she went through her next surgical procedure (possible removal of tailbone). Her orthopedics health care professional (hcp) told her the issues with the symptoms could be caused by the device whereas her managing hcp told her there was no way the issues were due to the device. The patient's implant right now was working great for her and she would hate to have it removed. This occurred in 2012. The indication-for-use (IFU) was gastrointestinal/pelvic floor. No outcome, circumstances that led to the event, or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. Additional information was received from a consumer (con) on 2017-01-27. It was reported that they had notified their managing physician multiple times of the pain in the back and the tailbone. There were no contributing factors to the pain. The orthology doctor was adamant that the device was causing the chronic tailbone pain. There were no steps taken by the urologist to resolve the pain. The patient's neurologist administers a ganglion impar nerve block every 3-6 months.